Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak involving the coulter act 5diff cap pierce (cp). The volume of the leak was not specified but the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and discovered that the tubing from the y fitting on the probe wipe rinse block was split at the rinse block thereby causing the leak. The fse replaced the tubing which resolved the leak. Repair was verified per established procedures and results met published specifications. The tubing which was replaced provides diluent to the probe wipe rinse block.